Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the flex arms would not tighten and did not hold position. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the locking handle screw on the bed rail is worn / broken. This is consistent with anticipated wear instrument due to the age of the instrument (manf. Date: 18 dec 2006).